Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The tube set was received and inspected. Visual inspection reveals that there is fluid in the section on the tube set that contains the filter. There were no anomalies noted on the rest of the tube set. Since the filter of the tube set was wet the fluid would not flow through the tube set. Two potential root causes of this failure are that the luer lock was not tightened properly into the connection on the front of the pump or the fill chamber was over filled. Other than these two potential issues a root cause cannot be determined based on the information provided. This complaint can be confirmed. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the irrigation tube set 24-pk device presented malfunctioned. According to the reporter, the chamber on the device was filled from the pump making the serum return to package instead of the serum going to the patient. It was reported that all tubing was tightly connected. It was reported that the problem was noted prior to the procedure while the patient was under anesthesia. The surgery was not exceeded greater than 30 minutes as the device was replaced to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.